Event description:
It was reported that the cq2015a three piece collamer lens tore upon insertion. No patient injury. The reporter indicated the amo injector series was used which is considered off label use.

Manufacturer narrative:
(B) (4): evaluation results (other): visual inspection of the returned product showed part of the lens was torn off and missing and the part received was split in half. There was a dry surgical residue on the lens. Conclusions: based on the complaint history and product evaluation, the most likely root cause of the event was off label use. (B) (4)